Manufacturer narrative:
The vertek arm was returned for analysis. Functional testing determined that the part was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used before a procedure. It was reported that the articulating arm was functioning poorly and would not lock properly. The procedure was completed with navigation, imaging, and back up products. There was no surgical delay and no patient symptoms or complications.